Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that, "tulip head on a xia 3 poly screw popped off on final tightening of screws. Screw size was a 7.5 x 45. Screw was backed out, and replaced with same size with no problems. There were no unusual circumstances to this case - the screw that broke was used at l2, and it was an l2-l4 fusion. The other screws used were also 7.5 x 45 screws. No excessive compression or distraction was used on the screw that deformed."